Manufacturer narrative:
It was determined a replacement cpu assembly was required to repair the device by the service engineer. The discrepant assembly is to be returned to the manufacturer for further evaluation. Manufacturers note: this report is being filed past the 30 reporting time-line. Initial determination was this event was not reportable. However, following a comprehensive review of all product inquiry/complaint information, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
An independence technology product consultant (pc) reported that he was troubleshooting a demonstration device assigned to him, that had recently been returned from a clinic, with the technical service center for a power-off on incline issue when it began to turn in a circle. The pc stated he was unsure of the status of the device as it was just returned from a clinic environment. The pc performed a realignment of the spider assembly per instructions from the call center, but device was still turning in a circle. Although no injury was reported as a result of this event, if this event were to recur near to a curb or stairs, there is a potential to cause serious injury to the user.